Event description:
Received information regarding two leaky cartridges. Customer's blood glucose level was not impacted.

Manufacturer narrative:
The device is expected to be returned, however, the device has not yet been received. A follow up report will be submitted.